Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.